Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. The keypad was found to be thinning; all keypad buttons were difficult to press. The contrast button was also found to be unresponsive; the contrast button has no effect on insulin delivery function. The keypad cover was removed; contamination was found under all keypad contacts. Unrelated to the complaint, the text on the display screen was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.